Event description:
Boston scientific received info that this right ventricular lead was exhibiting intermittent loss of capture as well as low amplitude r-waves. The physician elected to reposition the lead. No adverse pt effects were reported. Add'l info was received from the local area field rep explaining the loss of capture was due to the rv lead moving from its original position because of the pt moving their arm. The pt was not dependent and as a result had no asystole or symptoms. No adverse pt effects were reported. A request for add'l info was sent to the local area field rep. Should add'l info become available this report will be updated. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.